Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and without the device to analyze, a cause for the reported clip opening while performing final arm angle could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip opened while establishing final arm angle during the procedure. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4+. The first clip delivery system (cds) was advanced to the mitral valve and the clip was implanted successfully. A second cds was advanced to further reduce mr and a grasp was obtained. However, the clip opened when establishing final arm angle (efaa). Troubleshooting was performed but was unsuccessful. The second cds was removed without issue. A new cds was advanced to the mitral valve. Imaging started to become challenging due to shadowing. During grasping there was difficulty and the clip got entangled in chordae. Troubleshooting was performed and the clip was freed but there was tissue damage noted and mr remained at 4+. The physician decided to send the patient for mitral valve replacement the same day. On 4/20/2021, the patient died due to cardiogenic shock and respiratory failure. In the physician¿s opinion, the procedure could have contributed to the patient's death. No additional information was provided.